Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale 135 previously reported events are included in this follow-up record. Product return status 128 devices were received. 5 devices were not available for evaluation. 2 device investigation type has not yet been determined. Event confirmation status 128 reported events were confirmed. Evaluation results 128 devices were found to be affected by missing paint chips.

Event description:
This report summarizes <noe> 135 </noe> malfunction events in which the device had paint chips missing. 135 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 135 events were reported for this quarter. Product return status: 128 devices were received. 3 devices were not available for evaluation. 4 device investigation type has not yet been determined. Event confirmation status: 126 reported events were confirmed; the cause was traced to component failure. 2 reported events were not confirmed. 4 evaluations are still in progress. Evaluation results: 126 devices were found to be affected by chipped paint. 2 devices had no problem found. Additional information: 135 devices were not labeled for single-use. 135 devices were not reprocessed and reused.

Event description:
This report summarizes 135 malfunction events in which the device had paint chips missing. 135 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 135 previously reported events are included in this follow-up record. Product return status 130 devices were received. 5 devices were not available for evaluation. Event confirmation status 130 reported events were confirmed. Evaluation results 130 devices were found to be affected by missing paint chips.

Event description:
This report summarizes <noe> 135 </noe> malfunction events in which the device had paint chips missing. 135 events had no patient involvement; no patient impact.